Manufacturer narrative:
The serial number of the customer's e 801 analyzer is (B)(6). It was asked, but the serial number of the unknown roche analyzer is not known. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for two samples collected from the same patient and tested with elecsys estradiol iii on a cobas e 801 analytical unit and an unknown roche analyzer at a second site. The first sample resulted in an estradiol value of 105 pg/ml when tested on the customer's e 801 analyzer. The patient's doctor questioned the value as the patient had a history of breast cancer. The patient had undergone a mastectomy and bilateral oophorectomy. The estradiol result was expected not to be measurable. The first sample was sent to another laboratory where it was tested using the same roche method on an unknown analyzer. The estradiol result was the same. No specific data was provided. A second sample collected from the patient resulted in an estradiol value of 161 pg/ml on (B)(6) 2026. This sample was sent to another laboratory for testing with the abbott estradiol method. When tested with the abbott method, the estradiol result was < 20 pg/ml.